Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) 80cm was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date was (B)(6) 2011. According to the complaint, the gastric port on the j-tube that is used for nutrition became blocked. It was unblocked by the physician on (B)(6) 2013. The physician attempted to exchange the j-tube on (B)(6) 2013, it was found that the tubing had become internalized into the intestinal mucosa. The extraction was not possible. No information concerns how the situation was to be rectified has been received. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of j-tube migration. (B)(4) for the reported event of j-tube occlusion. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.